Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and they believe their cardiac resynchronization therapy defibrillator (crt-d) is not functioning properly. Additional information reported the right atrial (ra) lead exhibited undersensing during atrial arrhythmias. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.